Manufacturer narrative:
New batteries were added to the device and the device was functional. The device was also updated to the latest firmware and was able to successfully function and upload data, as intended.

Event description:
The patient reports collecting steady readings since receiving the device but has started experiencing issues with getting a reading. The patient had no adverse event or a reaction resulting from this problem.